Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "the customer reported that the device may be returned if they receive it from their customer. At this time, the reported event cannot be confirmed. A review of the DHR does not indicate may problems attributable to the reported event. If the device is returned, this investigation will be re-opened for further investigation. The reported event could not be confirmed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the tip of the grasper broke off and the grasper would not work". No patient harm or injury. The patient status is reported as "fine".